Event description:
Customer reportedly obtained results of 403mg/dl, 191mg/dl, and 480mg/dl on the aviva system within 10 minutes. Customer ate candy due to symptoms. No adverse event reported. Requested return of suspect system and replacement was sent.